Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. No femoral angiogram was taken. Reportedly, cuff misses occurred with two proglide devices, one on the rcfa and one on the lcfa. The sutures of a two new proglide devices were successfully pre-placed in the rcfa and the lcfa. The sheath was upsized to a 16f in the rcfa and 18f in the lcfa, the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.